Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 267 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer reports the following symptoms related to their high blood glucose such as nausea, vomiting, abdominal pain and difficulty to breathing. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their healthcare professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states time or date was not correct. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer reports insulin pump was not worn during a medical procedure or test around magnetic resonance field. Customer states they performed displacement test and it passed. Customer declined to perform the high pressure test. Customer did not have a tubing clamp available. The insulin pump will not be returned for analysis.